Event description:
It was reported that during a indocyanine green fluorescence-guided laparoscopic cholecystectomy, while on skin closure, the suture broke without any apparent cause. Two sutures of the same model were opened and showed the same issue, and in one package the suture was already found to be broken when the package was opened. The surgeon immediately replaced it with another type of absorbable suture to complete the closure. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sl-691 polysorb* 4-0 und 75cm c13 x36 (lot#: d4b2079fy) sl-691 polysorb* 4-0 und 75cm c13 x36 (lot#: d4b2079fy) sl-691 polysorb* 4-0 und 75cm c13 x36 (lot#: d4b2079fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.